Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that since their replacement system in march, they had not been receiving the same therapy as their last system. They had some modifications made by their manufacturer representative on april 26th, but had noticed in the last 7-10 days there had been a decline and their retention issues had returned worse. The caller noted their symptoms were worse at night and their urge was worse too. Use of programs was reviewed, and "documenting as noted by" their healthcare provider.

Event description:
Additional information was received from the patient. The patient called back to inquire about compatibility regarding x-ray, CT scan, diagnostic ultrasound, electrocautery, dental environments, and MRI. Troubleshooting reviewed and sent information in the patient therapy guide. The patient repeated previously reported events regarding loss of therapeutic effect with their most recent implant. Patient mentioned they have a "ghost lead" that doctor was unable to safely remove during their last procedure so they are ineligible for MRI. Patient is still not getting desired therapeutic effect and did not know why. Patient provided medical history that their urinary retention is a congenital issue that started at puberty and got worse after pregnancy which is what led patient to have the interstim therapy implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient said had a revision about two years ago and since then has been dealing with fairly moderate to severe stenosis.